Event description:
It was reported that during surgery the device broke while using on the patient, and need to be replaced. There was a back-up device available and the procedure was completed with no delay. There was no affectation to the patent, no broken pieces fell into the patient's wound, and all broken pieces were recovered. The final outcome of the patient was good.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms that one of the leaf springs is missing. The broken piece was returned with the device. The device was manufactured in 2016. The device exhibits signs of significant wear/ usage. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.